Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was found to be functional whilst implanted. The observed insufficient auditory perception was most likely related to an insufficient mechanical device coupling to the structures of the ear which might have been induced by the observed fracture of the incus. The other damages found are most likely due to explantation surgery. This is a final report.

Event description:
The patient stated that he needs more volume from his device. The medical investigation showed that the fmt is not well located and not fixed anymore to the ossicular chain. A fracture of the long processor of the incus led to the migration of the fmt. The patient has been re-implanted with vorp using the round window soft coupler. There was no allegation against the device and furthermore the information provided in the device explantation report form states that the device has not caused or contributed to the explantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient needs more volume. The medical investigation showed that the fmt is not well located and not fixed anymore to the ossicular chain. Reimplantation is scheduled.